Event description:
It was reported that the patient experienced diaphragmatic stimulation near the sternum. The left ventricular lead was disabled, resolving the stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.